Event description:
It was reported that during a pvi (pulmonary vein isolation) ablation procedure for a-fib, dr. (B)(6) was using the lasso catheter with no problems. During the middle of the procedure, the signals on the ep recording system and the carto system became completely distorted and could not be read. It was described as "noise on every channel." The procedure could not be completed with this condition. The blue cable was changed twice with no resolution. Then dr. (B)(6) changed the lasso catheter and the problem was resolved. The procedure continued with no further problems. There were no adverse effects to the patient. Additional information was received from the customer, and it was confirmed that all the signals were lost on carto and ep recording systems simultaneously making this event reportable.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the signals on the ep recording system and the carto system were completely distorted simultaneity. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Electrical test was performed and it failed due to leakage observed in different ring electrodes. After dissection, it was found that the possible cause of the leakage might be located between the 34 pin connector and the pcb assembly. The catheter leakage was confirmed. However, the lost of signals in the ep recording system and the carto system remains unknown. The device history record could not been reviewed since the lot # of this product was not provided when event reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).